Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb1 and cb2 circuit breakers were evaluated and reset. The power plug was also replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state. No patient or user injury was reported.